Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the customer encountered an issue with the integrated electrosurgical unit (iesu) or erbe system where the monopolar energy activation stopped working, displaying an error code m-02. The customer had already replaced the monopolar energy cable, neutral pad, and restarted the erbe system before contacting the technical support engineer (tse). Despite these efforts, the issue persisted, and the neutral pad indicators remained red. The tse attempted further troubleshooting, including checking the orientation of the neutral pad and its connection, but the call was lost before resolution. Later, the customer reported that the issue remained unchanged, and the surgery had to be converted due to the persistent error. The tse attempted to replace the ac power cable, but the error persisted. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to a faulty ground pad and error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error m-02 points to a module timeout.